Manufacturer narrative:
Investigation pending.

Event description:
Customer alleged discrepant results with meter compared to lab: date: (B)(6) 2011; inratio: 2.1; lab: 1.6. Pt's therapeutic range is 2.0-3.0.